Event description:
It was reported that a skin reaction issue occurred. The wearable was inserted into the arm on (B)(6) 2026. On 4/15/2026 the parent noticed that the area where the sensor fell off looked infected. They personally called the doctor on the same date. The doctor confirmed that it was an infection and advised them to visit a pediatrician on (B)(6) 2026. The patient was given a warm cloth on the top area for 30 minutes. An antibacterial cream (mupirocin) was applied, followed by antibiotics for 7 days. The patient had high ketones and moderate ketones further information was not documented. The patient was doing fine 2 days after taking the medication. The patient¿s mom is not sure of the name of the antibiotics. The parent stated that the symptom occurs both on the needle puncture site and the patch adhesive. At the time of the report, patient condition was stable. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H11- labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).